Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and esc button dome switches. The insulin pump was received with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to press. The customer had to use her knuckles to press the buttons. Her knuckles were black because she had to press the buttons hard. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.